Event description:
It was reported during a da vinci si total benign hysterectomy procedure the megasuturecut needle driver instrument wire came out of the pulley and malfunctioned. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the nonconformance was a derailed grip cable. The grips cannot open and close properly. The movement was hindered. Engineering also found the derailed grip cable was frayed. The frayed cable sections are in various lengths sticking out at the wrist. The idler pulley rim exhibited damage. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.